Event description:
Additional information has been received for this case. The infrarenal aorta is 4.8 in diameter x 5 cm in length abdominal aortic aneurysm. There is considerable amount of atherosclerosis present in the vessel. The proximal aorta is 2.3 mm in diameter and 2 cm in length. It was reported that at the six month follow-up the patient is walking one mile without limitations of hip or thigh claudication. The patient ultrasound revealed that there are no endoleak, no migration, no stent graft rotation. The patient's lower extremity arterial study is normal without any evidence of decreased flow to either extremity. The patient is asymptomatic and doing well. The 10 month follow-up ultrasound revealed that there is enlargement of the aorta but no enlargement of the aneurysm.

Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The distance from the renal arteries to the aortic bifurcation was described as short measuring 9.5 cm. The aortic bifurcation was very narrow. It was reported that the bifurcated stent graft was implanted on the right side. During the implant the physician turned the delivery system and the gate opened on the right side instead of the left. It was not possible to get a wire into the gate because of this and because the ipsilateral limb was blocking the gate. The decision was made to convert the device to an aui and because there were no talent converters available the decision was made to place a cuff into the bifurcated stent graft to direct flow to the ipsilateral side. When the cuff was implanted it was deployed too high and did not have any effect on diverting the blood flow. There were no other cuffs available so another bifurcated stent graft was put in and reversed followed by a fem-fem bypass, then they ligated the lcia. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (stent graft misplacement). Patient's condition affected effectiveness of device (anatomy related; tight aortic bifurcation), device failure/lack of effectiveness related to patient condition (anatomy related; tight aortic bifurcation).